Event description:
The distributor reported on behalf of the customer that a revision for a broken exeter stem took place on (B)(6) 2013 in (B)(6). The patient had primary done in 2011 in (B)(6). It was reported that the patient twisted his hip while closing a gate. The stem broke at the neck and therefore, also wore away part of the poly liner. The surgeon had to perform a revision of the stem, head and liner.

Event description:
The distributor reported on behalf of the customer that a revision for a broken exeter stem took place on (B)(6) 2013 in (B)(6). The patient had primary done in 2011 in merlin park. It was reported that the patient twisted his hip while closing a gate. The stem broke at the neck and therefore also wore away part of the poly liner. The surgeon had to perform a revision of the stem, head and liner.

Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown v40 alumina head. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Visual inspection revealed the exeter stem is broken approximately at the base of the femoral head. The femoral head is still attached to the trunnion of the stem. Based on the provided information, the reported femoral head did not contribute to the event.